Event description:
Journal reference: egidi et al. A survey of italian cases of dystonia treated by deep brain stimulation. J of neurological sciences 2007; 51(4):153-8. The article describes a retrospective survey with the aim of presenting the complete series of dystonic pt treated with bilateral dbs in order to describe local current practices. A total of 7 centers participated in the survey and operated in 69 pts. Surgical complications occurred in 13 of the 69 patients (19%). Two (ipg=2) hardware failures (unspecified devices) were reported. No treatment or outcome information was provided.